Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump dealing with the alarming and not clear screen. The customer state that insulin pump had frozen display. The customer¿s blood glucose was 120 mg/dl at the time of incident. The customer state that keys were not working to move past it. The insulin pump will not be returned for analysis.